Manufacturer narrative:
Medical device problem code and type of investigation codes were updated.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(6). At 10:40 am, the result from a meter at a clinic was 2.4 inr. At 10:40 am, the results from the coaguchek meter were 2.0 inr and 1.9 inr. The therapeutic range was 2.0-3.0 inr and the customer tests once per week.